Event description:
On (B)(6) 2014, it was reported that the keypad buttons were unresponsive, with tactile changes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: there was no visible damage to the keypad cover. The keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored.